Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative worsening in visual field loss is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Root cause has not been identified. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following a cataract and micro-stent implant procedure, the patient experienced a 2 diopter myopic shift. The doctor confirmed that he is trying to determine the cause of the myopic shift and how to manage going forward. He has tried a few clinical management options for the patient including a four month observation, medication therapy for one month and a yag capsulotomy / anterior hyloidotomy. The patient is scheduled for a six month postoperative examination.